Event description:
It was reported to nova biomedical that a consumer received a blood glucose reading of 93 mg/dl, 342 mg/dl and 282 mg/dl within a ten minute time period. The difference in these readings was determined to be clinically significant. The meter will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that eval, a follow-up report will be filed.